Event description:
This customer reported that results from two patient samples obtained from a vitros 950 chemistry system were associated with the incorrect patient names. The incorrect patient names were identified by the customer, so no erroneous results were reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
This customer re uses sample ID numbers. The customer re used sample ids that had pending results stored in the analyzer. The device labeling, located in the vitros 950 operator's guide describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The root cause of this event is user error.